Event description:
There was a sensor error with the diagnostic ultrasound catheter after placement into the patient. The catheter was removed and replaced with a new catheter without incident or harm to the patient. Manufacturer response for ultrasound catheter, 10fr x 90cm soundstar eco diagnostic ultrasound catheter (per site reporter) handled by site.